Event description:
It was reported that when using the bd pyxis¿ medstation¿ es intermittent mismatches between pyxis and paragon after medication assignment changes. When a new medication was assigned to pyxis, paragon intermittently did not recognize the update for future doses on existing orders, leading to cart fill deliveries and incorrect routing for nurses. Conversely, when a medication was removed from pyxis, paragon sometimes continued to direct nurses to pyxis, resulting in medications not being sent the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the information not crossing over to paragon. A technical support specialist (tss) escalated the issue to the integration engineer. The integration engineer (ie) explained that the bd carefusion coordination engine (cce) interface blocked unload transactions whenever virtual stock locations were involved. The ie confirmed the only conditions that prevented messages from being sent to paragon. None of the pyxis loads crossed to the paragon stock areas. The integration engineer also stated that, after removing virtual stock locations, unload transactions from pyxis failed to send to paragon only for the following reasons: the medication was marked as non chargeable. The station belonged to a virtual stock location, and the medication unloaded remained loaded in other stations within the same virtual stock location. Later ie identified that the autoload function in pyxis might not have been working correctly with paragon. It occurred when an automation technician used the auto unload feature. Once virtual stock locations were disabled, the normal ¿pending to load¿ process functioned correctly, indicating that the auto unload automation was not compatible or was bypassing the expected workflow. The system functioned as intended after integration engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es intermittent mismatches between pyxis and paragon after medication assignment changes. When a new medication was assigned to pyxis, paragon intermittently did not recognize the update for future doses on existing orders, leading to cart-fill deliveries and incorrect routing for nurses. Conversely, when a medication was removed from pyxis, paragon sometimes continued to direct nurses to pyxis, resulting in medications not being sent the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.